Manufacturer narrative:
Device evaluated by MFR. Stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and the tip was noted to be damaged on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID # (B)(4) / tw # (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 28mm in length, concentric, de novo target lesion was located in the moderately tortuous, non-calcified, and 2.5mm in diameter mid to distal left anterior descending (lad) artery. The lesion was pre-dilated and the percent stenosis of the lesion immediately after pre-dilation was 70%. A 2.50x28mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion and the stent struts got damaged. The device was removed and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 28mm in length, concentric, de novo target lesion was located in the moderately tortuous, non-calcified, and 2.5mm in diameter mid to distal left anterior descending (lad) artery. The lesion was pre-dilated and the percent stenosis of the lesion immediately after pre-dilation was 70%. A 2.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion and the stent struts got damaged. The device was removed and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable.